Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the mid lad with 80% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was not predilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that stent dislodgement occurred during delivery to the lesion. The stent embolised to a branch of the ulnar artery. A snare was attempted, however this was unsuccessful and the stent was not removed from the patient. No patient injury was reported.

Manufacturer narrative:
There were no difficulties noted when removing the protective sheath. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: there were four still images provided for review. The first photo shows a dislodged stent in the branch of the ulnar artery which appears to be deformed. The location of the dislodged stent is unclear from the second image. The third still image shows a guide wire being advanced through a previously deployed stent. The last photo shows diffuse disease through the lad. This suggests that during delivery to the lesion the morphology may have damaged the stent and impacted on the stent securement which may have led to dislodgment. The still procedural images provided do not capture the stent dislodging. If information is provided in the future, a supplemental report will be issued.